Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that a malfunction alarm occurred. There was no reported adverse impact to the customer¿s blood glucose due to the reported issue. The customer did not have alternate therapy available at the time of the event, multiple attempts were made by tandem technical support to follow up with the customer; however, no further information was provided on the reported event.